Event description:
Customer reported 2 platelet units that failed wbc qc and not flagged by trima. (B)(6) 2021 at 10:23 am. Provide patient information or indicate if the customer declines to provide the information: identifier (e.g. Initials) or unit ID: (B)(6). Event information: device serial number: (B)(6). Type of procedure: actual rwbc. Product that was collected (single, double, triple, other). Product that was tested (split unit or mother bag). Lab method or device used to count wbcs. Total product volume collected. Did the system flag for wbc verification? What is the disposition of the product: o if used? Was the product indicated as leukoreduced? What is the status of the recipient? What was the presenting diagnosis of the recipient? Recipient¿s identifier/ID? Recipient¿s age? Recipient¿s weight? Recipient¿s height? Recipient¿s gender? Was there a transfusion reaction? Request the following? Set and product to be returned, as needed (requested/reason if not available): no - customer discarded set I requested procedure details during the phone conversation.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.4, h.6 and h.10. Corrected information is provided in d.4. Root cause: the analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.